Manufacturer narrative:
The patient sample was tested for e2 using the cobas e 801 module and the cobas e 411 analyzer. The investigation was not able to confirm the customer's e2 results. The patient sample was tested for the presence of interference. A pre wash interference was detected due to different results between the cobas e801 (pre wash) and cobas e411 during the confirmation measurement. The investigation excluded a general reagent issue. The investigation determined that the event was caused by a known pre wash interference (this interferent is unknown for pre wash issues).

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is 21s8-09. The patient sample was received for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii and elecsys hcg + beta test system assay results from two samples from the same patient tested on the cobas e 801 analytical unit. This MDR is for the estradiol assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the hcg + b assay. The initial result from the e 801 analyzer was not clinically consistent based on the patient's use of a gonadotropin-releasing hormone agonist (gnrh-a). The patient sample was rerun on an abbott i2000sr analyzer. The initial result from the e 801 analyzer was 293 pmol/l. The repeat result from the abbott i2000sr analyzer was <37 pmol/l. The result from the abbott i2000sr analyzer was deemed correct and consistent with the patient's condition.